Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted based on the information provided, the most likely cause(s) of this event is that with time the patient's soft tissue relaxes to the point where it causes laxity and instability. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015. Patient had presented with knee laxity 10 months post op (original surgery (B)(6) 2014). During the revision surgery the bearing was removed and replaced with a larger bearing, ar-503-be15. The patella was resurfaced as well during the revision procedure. No damage was visible to the explanted bearing upon examination by the surgeon.